Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the injector ripped the haptic off the lens and another lens was reloaded again the lens was damaged by the injector while prepping for insertion. Additional information has been received and stated that surgery was completed on the same day.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report that the lens was loaded and the haptic ripped off the intra ocular lens (iol), then reloaded another iol and another piece out of the next iol was taken out; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).